Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) requested the product back for investigation but has not received yet. Investigation is still pending. A supplemental medwatch will be submitted as soon as further information becomes available. Additional information: the product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.

Event description:
(B)(4). Description from the customer report: "the pressures were erratic and not clinically possible according to the perfusionist. Pven very positive at 4lpm and 3500rpm's and delta p was negative." Additional information received on 2016-02-22: no consequence for the patient. Product was not replaced as the customer felt the patient was being well supported even though they felt they couldn't trust the pressures. (B)(4).

Manufacturer narrative:
The product was returned to the site in (B)(4) on 2016-04-18. A visual inspection was performed in the laboratory and no abnormalities were found. The sample was then tested in the qa lab where it passed all three performance tests. A DHR review was also performed and the investigation found no abnormalities. A further examination was then performed and the hls modules were connected to the cardiohelp and a water circuit was created. Only the flow and revolutions of the pump were displayed. All other sensors such as; venous pressure, internal pressure and arterial pressure were not displayed. The protective cover of the pump was removed and the sensors were examined more closely. The connector for the internal sensor system was corroded on the back (board). The venous and internal sensors were also corroded. It is thought that a priming solution ran over the sensors and caused this corrosion. This damage is consistent with that found in (B)(4). The investigation is still ongoing and therefore all further actions for this complaint will be carried out as part of this nc and therefore, the complaint will now be closed. Please note this is the final report.

Event description:
(B)(4).